Event description:
Device 2 of 3. Reference MFR reports: 1627487-2013-06866 and 1627487-2013-06868. It was reported, the patient underwent surgical intervention and his scs leads were explanted due to fractured lead(s).

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.